Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 30 mg/dl. Current blood glucose was 98 mg/dl. The customer's body was shaking a lot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer use auto mode feature at the time of high blood glucose event. Based on customer report customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.